Event description:
A report was received that the patient had pain at the ipg site because the pocket was at his belt line. The patient's ipg was explanted due to the patient's personal preferences. The patient is reportedly doing well.

Manufacturer narrative:
Patient's age and date of birth not available. Patient's weight not available. Device was explanted and not returned to bsn. This is the final report.